Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the left common iliac occlusion with severe luminal narrowing throughout the aorta event is confirmed and is most likely anatomy related. It was identified that the patient had a preexisting hyper coagulable condition (anticardiolipin syndrome) which pre-disposed him to clotting and thrombus formation. Clinical investigation also determined that a non endologix stent was placed in the left common iliac artery prior to the index procedure (concomitant product use is an off-label condition). The procedure related harms identified were an additional endovascular procedure and abnormal blood loss. The final patient status was discharged on the fourth postoperative day following a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with strata¿ corrections: h6: result remove code 3233. H6: conclusion remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata¿.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure patient was found to have left limb occluded with severe lumen narrowing thrombus throughout the device in the aorta and right iliac. The physician elected to reline the original implanted devices with another bifurcated stent graft and a suprarenal stent graft extension to resolve the reported event. The intervention was reported as successful and the patient is doing well post intervention.